Event description:
Customer reportedly received results of 161 mg/dl and 89 mg/dl within 10 minutes on the aviva system. Customer states she took levemir insulin before testing 89 mg/dl. Low blood glucose symptoms were reported with result of 89 mg/dl; customer self treated with glucerna and low blood glucose symptoms improved immediately. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.